Event description:
It was reported to philips that the system was unable to boot, stalling at the countdown timer. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during clinical use of the system, however customer has not provided the requested information about clinical use. It was reported to philips that the system was unable to boot, stalling at the countdown timer. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found that errors are found in ippc. On further troubleshooting, fse performed cpu diagnostic and found with database failures. To resolve the issue, the fse recreated the database. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.